Event description:
Customer reported an unexpected negative reaction on a patient sample tested on the echo. The sample tested antibody screen negative on the echo. The sample was tested by manual tube method using immuadd as potentiator and anti-e was detected.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen (3), lot r033, used by the customer at the time of the event. The customer did not return sample for investigation testing.